Manufacturer narrative:
Patient information was not provided. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump and distribution board. The technician replaced the pump and the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective board and pump were requested for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
The exchanged pump and the distribution board were requested for investigation. The investigation at the manufacturing site revealed that the pump was heavily soiled and that the motor had an electronic defect, also the current consumption was too high. The contamination of the pump was mentioned to be the most possible cause of the issue. The investigation of the distribution board revealed that due to the excessive current consumption of the motor, the two protective resistors on the distribution board were destroyed.